Manufacturer narrative:
The device was returned to olympus for evaluation, and the reported event was not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the flexible deflectable videoscope had a distorted image. There were no reports of patient harm.